Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about two weeks post implant it was found that both the right ventricular (rv) lead and atrial lead had dislodged. Both leads had no sensing ability due to the dislodgements. It was noted that the patient had nerve/diaphragmatic stimulation. The rv and atrial leads were repositioned and remain in use. No patient complications have been reported as a result of this event.